Manufacturer narrative:
The returned product was not patent and did not meet the requirements for leak testing. The device was found to be occluded between the main system stopcock and the top of the chamber. A review of the manufacturing records showed no anomalies. All external drainage and monitoring systems are 100% leak tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the product was dirty and would not flush pre-operatively. According to the report, the product was replaced and there was no injury to the patient.